Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one veriset hemostatic patch. Visual inspection of the patch noted that it was fragmented. A review of the device history record for the patch indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, the root cause of the observed condition was determined to be a combination of a manufacturing and shipping container issue. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when they opened the device, it was all dry and destroyed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.